Manufacturer narrative:
Troubleshooting performed: the customer stated the reagent roll was changed and calibration and qcs were in range. The rinse solution was changed and the customer primed the fresh rinse solution six times and fresh calibrators and qc were run. The customer was instructed to advance the pipette forward to check for damage and all appeared fine. Proper maintenance and technique were reviewed with the customer. There is no longer any reagent for investigation. The customer declined a visit from the field service engineer. The customer stated that they have not had further discrepancies.

Event description:
The customer reported a false negative urine leukocyte result on the clinitek atlas when compared to the microscopic examination of the sediment, multistix 10sg dipstick and the uf1000i (automated sediment reader). There was no report of injury due to this event.